Event description:
Ongoing approx one yr nibp issues with zoll e-series monitor/defibrillators. We've experienced repeated low b/p readings on pts during transport from scene to hospital that resulted in clinical treatment decisions that were not appropriate for the pt. In the most recent event, the pt had a strong pulse at the scene, b/p on scene was satisfactory, during transport to hospital monitor read low b/p for pt and, upon arrival at the hospital, pt b/p was satisfactory again. Paramedics used a back-up device to verify b/p and found it to be within a satisfactory range. From our perspective, the motion artifact sensor on the e-series unit is entirely too sensitive to vehicle motion and this interferes with proper b/p measurements. This problem has been identified and associated with several ambulance calls.